Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hypoglycemia and hyperglycemia after not announcing meals while using the ilet bionic pancreas, with reports of lows to 61 mg/dl and highs over 300 mg/dl over approximately 12 hours; the user treated lows with oral glucose in repeated 15 g increments and did not perform ketone testing or seek medical care. Symptoms included nausea. Outcomes included transient impairment requiring self-treatment with oral carbohydrates. Investigation included a review of device-reported data and user interview. Investigation of this case revealed missed meal announcements and user misunderstanding of system use. It was concluded that the event was related to use error due to missed meal announcements and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.